Event description:
This morning my team was alerted that a PICC line that we placed last night had a suspected hole in the line. My team on assessment did find that this new PICC had a hole in the catheter.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.